Event description:
It was reported by the affiliate that when (1) pmw35 skin stapler was used during an unknown procedure it jammed on the tissue (clinging staples). Another device was used to complete the case with no consequence to the pt. The device was discarded.